Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that both right atrial lead and left ventricular lead were twisted and exhibited dislodgement. It was believed that this was related to twiddler's syndrome. In addition insulation damage was noted. Subsequently, the patient underwent a revision procedure, and the leads were explanted and successfully replaced. No additional adverse patient effects were reported. Left ventricular lead is still in possession of explanting facility.

Event description:
It was reported that both right atrial lead and left ventricular lead were twisted and exhibited dislodgement. It was believed that this was related to twiddlers syndrome. In addition insulation damage was noted. Subsequently, the patient underwent a revision procedure, and the leads were explanted and successfully replaced. No additional adverse patient effects were reported.